Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose of 27 mmol/l with nausea, abdominal pain, excess thirst and urination, blurred vision, headaches, and trace ketones requiring phone advice from the patient's health care provider. The reporter indicated having a cold or flu which may have been contributing to the high blood glucose levels. The blood glucose levels were reportedly treated with insulin via injection and the basal rates were adjusted. The reporter indicated that the pump was inaccurately delivering insulin. This report is made based on the allegation that the patient experienced hyperglycemia requiring advice from a health care professional related to inaccurate insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 02/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/17/2016 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A delivery accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.